Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 400 mg/dl after insulin delivery stopped due to a bent cannula, occlusion, and depleted ilet battery. The user required IV insulin therapy and was discharged on (B)(6) 2025. No injuries beyond the dka episode were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.